Manufacturer narrative:
The investigation of pump stop has been completed. The cause of the temporary pump stop was not determined because no product was returned, and not enough clinical information was given. Per medical safety officer review use of the device cannot conclusively be associated with the outcome of death g1 reporting contact fax number missing on manufacturer device report 1220648-2023-03107.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 53-year-old male noted as high risk percutaneous cardiac patient was implanted with an impella rp device for mechanical circulatory support. The impella rp flex team reported there was a self-resolving pump stop alarm, the case continued after event. The pump was restarted. The patient was on impella support for 289.97 hours before the family withdrew care and the patient expired. No allegations were made towards the impella for the cause of death.